Manufacturer narrative:
Product analysis: analysis confirmed the reported issues. The programmer would lock on the boot up screen, but when touched it would then complete the booting sequence. The touch screen would then be unresponsive for approximately fifteen minutes, but then would be functional. When the programmer was left off for a while, the same sequence would re-occur. It was also noted that the rubber cover for the power input and ethernet ports was missing, and the insulation on the power supply was ruptured. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was locking up; the touch screen and pen were not working. The programmer has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis was performed. Visual inspection: missing rubber cover for power input and ethernet ports. Bench analysis: powered computing platform (cp) normally with provided ac power supply. Installed current production software version. After loading the software, the programmer operates as expected. Powered it on and off multiple times to attempt to get it to fail, but it continues to work as expected with no touch screen issues and without locking up. Turned off overnight and powered it up cold next morning and the programmer still powers up and works as expected. Passed all functional tests. Conclusion: confirmed customer complaint cp locks up at medtronic boot screen and touchscreen does not work as expected. This issue determined to be caused by the loaded software. If information is provided in the future, a supplemental report will be issued.